Event description:
It was reported that this right ventricular (rv) lead exhibited noise oversensing after shock delivery. Technical services (ts) advised on further evaluation on system integrity. No adverse patient effects were reported. This lead remains in service.